Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a breast reconstruction, the patient presented with a post-operative hematoma. The plasmablade device was used during the mast ectomy, however it was not utilized during the breast reconstruction surgery. The general surgeon reported no issues during the mastectomy portion of the surgery and no post-operative adverse effects. It is unknown if the mastectomy and breast reconstruction occurred within the same surgical case. The plastic surgeon believes due to the lower temperatures used with the plasmablade device, it is not achieving adequate hemostasis and charring deep enough tissue.